Event description:
It was reported that the patient underwent a revision surgery approximately 7 years post implantation due to allegations of pain and elevated metal ion levels. Operative notes indicated soft tissue fluid collection along lateral aspect of proximal femur. Negative for infection. The hip abductors were not connected to lateral aspect of the greater trochanter. Previous repair sutures were visible, but not functioning. Cup was removed. Stem noted to be well fixed. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: item # 157452, head, lot # 208350, item # 11-104112, stem, lot # 559950, item # 139264, taper insert, lot # 347870.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05547, 0001825034-2017-05548 and 0001825034-2017-05549. Customer has indicated that the product will not be returned to zimmer biomet, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip revision approximately seven years post-implantation due to unknown reason.